Event description:
Eye care professional reported that a patient experienced a severe corneal ulcer last month. Follow up information received on 01/11/10 from reporting ecp indicated that patient experienced irritation, left eye, associated with wear of an air optix night & day aqua contact lens on (B) (6) 2009. She experienced some tearing through the night, awoke the next morning with increasing redness & some discomfort, but vision was normal. She self-medicated with polysporin about 3 times per day, but symptoms worsened & noted decreased acuity. She then sought treatment from reporting ecp. She uses lenses on 30-day continuous wear and only removed lenses at 2 pm on (B) (6) 2009. She was referred to ophthalmologist who noted her examination on (B) (6) 2009, revealed a very bad central corneal ulcer which seems to be affecting the full thickness of the stroma & is quite elevated on the anterior surface. A 6mm x 6mm epithelial defect surrounding this area and a 1 to 2 mm hypopyon and fibrin in the anterior chamber. Corneal culture performed. Started on alternating vigamox and fortified tobramycin drops every 30 minutes around the clock. Follow up scheduled next day. Request has been made for additional information, however no further information has been provided at the time of this report.

Manufacturer narrative:
An evaluation of the returned product is underway by manufacturing. If any abnormality is found, a follow up report will be provided. (B) (4).